Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The service history was reviewed, and no data was found. A device history record (DHR) review found no abnormalities that would contribute to this reported event. A two-year review of complaint history revealed there has been a total of 10 reports, regarding 10 devices, for this device family and failure mode. During this same time frame 1,331,670 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000008. Per the instructions for use, the user is advised the following: the manufacturer strongly advises to begin the insufflation by using the veress needle for intra-abdominal and thoracic procedures. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, as-ifs1, airseal ifs, 120v was being used on (B)(6) 2024 and ¿in a case of robot-assisted radical prostatectomy, it was reported that pneumoperitoneum stopped after switching the gas cylinder. The pneumoperitoneum stopped when the da vinci forceps were in place, and the abdominal wall collapsed, but the da vinci arm was used to lift the patient, and no tissue damage occurred to the patient. The cylinder was switched, pneumoperitoneum was repeated, and the surgery was completed.¿. There was no impact or injury to the patient or user. The procedure was completed without an alternate device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, as-ifs1, airseal ifs, 120v was being used on (B)(6) 2024 and ¿in a case of robot-assisted radical prostatectomy, it was reported that pneumoperitoneum stopped after switching the gas cylinder. The pneumoperitoneum stopped when the da vinci forceps were in place, and the abdominal wall collapsed, but the da vinci arm was used to lift the patient, and no tissue damage occurred to the patient. The cylinder was switched, pneumoperitoneum was repeated, and the surgery was completed.¿. There was no impact or injury to the patient or user. The procedure was completed without an alternate device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.